Event description:
It was reported that multiple alerts for upper limit, out of range high voltage lead impedance was observed on a merlin transmission. Patient presented in-clinic, and normal impedance measurements were noted. There were no adverse consequences to the patient. Device remains implanted.

Manufacturer narrative:
.